Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was experiencing a pulling sensation in addition to increased neck pain due to lead migration. Subsequently, the scs lead (off-label) was repositioned on (B)(6) 2012 which resolved the issue.